Event description:
The customer reported that monitor showed a speaker malfunction inop message, and there was no sound coming from the speaker. There was no adverse event or any patient harm reported.